Event description:
It was reported that the right ventricular (rv) lead was chronically "pulled back." All lead measurements were within limits but due to the patient's age, the physician elected to change out the lead a correct the issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.